Event description:
It was reported that the right ventricular lead had an over silicone ring at the body lead near to the coil. Due to this silicone ring, at implant, the physician was unable to position the lead. The physician attempted to retract the lead through the introducer but the over silicone ring would not permit retraction. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, there was blood in/on the helix/lobe mechanism, the stylet was bent and the lead appeared to have been damaged at implant.